Manufacturer narrative:
This report is submitted on june 26, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed a (B)(6) infection and subsequently was administered IV antibiotics (date not reported). Following infection the patient experienced wound breakdown and extrusion of the implant. Explant and re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017. It is unknown whether the patient was reimplanted, as of the day of this report.